Event description:
Upon the surgeon pulling the lumbar catheter out, the catheter broke with a portion of it remaining looped in the patient's subcutaneous tissue. Of note, we are trying to confirm the specific product number. It is either the duet external drainage/monitoring system (226288880 lot #), or the edm lumbar catheter, close tip, barium impregnated ref (B)(4).